Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with poor vision. The lens was exchanged for other company lens model 13 days following the initial procedure. Clinical reason for explant was mentioned as astigmatism was not adequately corrected. Iol rotation would not help, patient had more astigmatism than what was correctable despite calculations stating it would. Additional information was received, patient cannot read and he has a multifocal lens. The lens was decentered and off axis.